Event description:
It was reported that the zimmer universal power system has been used only few times, the universal reciprocating saw attachment wasn't able to block saw blades. It seemed like there wasn't spring into the attachment. There was no pt harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on the 08/02/2012. Eval of the device confirmed that it was not possible to lock the blade in the attachment. The locking mechanism was repaired. The device was serviced and returned to the customer.